Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Customer¿s blood glucose level was 24 mmol/l at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they do not have a back up plan available. Customer treated with insulin pump. Customer reported customer does not allege insulin pump was under delivering. Customer declined troubleshooting for high blood glucose the insulin pump will not be returned for analysis.